Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose. Customer blood glucose was at the level of 50 mg/dl. Customer declined troubleshooting for low blood glucose. The customer stated that the needle was bent and it was bleeding and site was painful. Customer was advised a replacement sensor will be sent. Device is expected to be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection found sensor needle bent inside sensor base.